Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula leding to high blood glucose (300 mg/dl). Patient used correction bolus via pumop in order to address high blood glucose. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6004631 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the steel cannula is found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004631 was manufactured according to the wi version 95 and packaging in the machine 10, on 07/dec/2023, with a total of (B)(4) units. Welding: the lot 3l04894 was assembled according to the wi version 34 on-line inspection for welding machine ls25, ls24 and ls11 on 02-dec-2023, with a total of (B)(4) units each. The lot 3l03199 was assembled according to the wi version 33 on-line inspection for welding machine ls25, ls24 and ls11 on 07-dec-2023, with a total of (B)(4) units each. Gluing connector: the lot 3l04271 was glued according to the wi version 36, line 03 on 27-nov-2023, with a total of (B)(4) units each. The lot 3l04885 was glued according to the wi version 36, line 3 on 02-dec-2023, with a total of (B)(4) units each. The lot 3m00926 was glued according to the wi version 36, line 03 on 06-dec-2023, with a total of (B)(4) units each. Molding: the lot 3l04848 was manufactured according to the wi version 36 molder ls19, on 01/dec/2023, with a total of (B)(4) units. The lot 3l04276 was manufactured according to the wi version 36 molder ls19, on 27/nov/2023, with a total of (B)(4) units the lot 3m00769 was manufactured according to the wi version 36 molder ls19, on 06/dec/2023, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6004631 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.